Event description:
The 1st symptoms was a intense rash all over body. Which ended up being inflammation under skin hair roots, 2nd is foul odors. On top of fatigue, brain fog, low immune system, joint pains, headaches, digestive problems. Last hospitalization confirmed I have an infection and inflammation in my colon. After pregnancy, all got extremely worse. FDA safety report ID # (B)(4).